Event description:
Issue with o-arm not being recognized by the s8. Surgeon not informed that s8 was not ready for or use yet. Unable to acquire image intra-op because s8 would not communicate with the o-arm. Surgeon spent approximately 1 hour on the phone with it support at medtronic trying to get imaging to work. Replaced s8 with s7 stealth and contained o-arm images. O-arm was unable to push images to the s7. Removed o-arm and s7, and needed c-arm to finish the case. Additional details: new medtronic stealth s8 was delivered to [facility name redacted] on [date redacted]. Medtronic rep was on site to complete setup for this device and provided in-service to staff members. It was our understanding from the medtronic rep that the s8 was ready to use. The device the s8 was replacing, the s7 was still on site and available as backup. Add on case was booked requesting stealth navigation, and device was used for the first time the same night. Manufacturer response for surgical navigation system, stealthstation s8 (per site reporter). This issue was resolved when the medtronic rep returned the next day. In retrospect, it would have been a good idea for medtronic to have been here to support the first case when the new stealth was used. This might have helped troubleshoot some of these issues in real time. Stealth rep was contacted and returned the next day [date redacted] to troubleshoot connection issues. Rep verified that s8 connects with o-arm and pacs and performed a scan and navigation accuracy test. Connection issues resolved, and s8 is available for use.